Event description:
Procedure type: transplant. According to the reporter: during stapling (closing the instrument) the knife went through the artery, they did not know whether or not the stapler had been fired also, unfortunately, they have thrown away the stapler. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).